Event description:
The customer contacted stryker to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
As a pre-caution, the power pcba was replaced, to resolve the issue. The device passed functional and performance testing and was returned to the customer. The root cause was unable to be determined.

Event description:
The customer contacted stryker to report that their device will not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.